Manufacturer narrative:
Based upon the clinical assessment, a type ii endoleak has been confirmed. The product remains in the patient and was not returned for evaluation. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to the greater than 60° angulation of the infrarenal aorta; and, bilateral iliac artery aneurysms greater than 2.3 cm. Cautionary product use conditions that might have contributed to this event included thick thrombus within both iliac arteries; and, patent lumbar and inferior mesenteric arteries.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated, a suprarenal, an infrarenal and two limb stent grafts. Upon follow up, angiogram showed aneurysm growth, but there was no visible leak. On (B)(6) 2015 the physician elected to reline original graft with a bifurcated stent, infrarenal stent, and a limb extension. The physician observed a residual possible type 2 endoleak post implant of additional stents and elected not to complete an additional procedure. Patient is stable.